Event description:
It was reported that during an unk case, the handpiece was not working with the disposable. The case was completed with another handpiece. No pt consequence.

Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a squealing noise was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.